Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery. The customer's blood glucose level was not impacted and it was confirmed that the customer had a backup method of insulin delivery available.